Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('my bleeding was so bad before the ablation') and precancerous lesion ('I have had pre cancer cells') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), precancerous lesion (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("pain during and cramps after sex"), back pain ("major back pain"), amenorrhoea ("no bleeding or periods since I got a ablation"), migraine ("migraines") and dizziness ("dizzy"). The patient was treated with surgery (underwent ablation). At the time of the report, the genital haemorrhage, precancerous lesion, alopecia, dyspareunia, back pain, amenorrhoea, migraine and dizziness outcome was unknown. The reporter considered alopecia, amenorrhoea, back pain, dizziness, dyspareunia, genital haemorrhage, migraine and precancerous lesion to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: alopecia,dyspareunia, back pain, genital haemorrhage, amenorrhoea, migraine, dizziness, precancerous lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: social media report received : events- "pain during and cramps after sex, major back pain, my bleeding was so bad before the ablation, no bleeding or periods since I got a ablation, migraines, dizzy, I have had pre cancer cells", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.